Manufacturer narrative:
Routine troubleshooting with beckman coulter customer technical support resolved the issue. The customer identified the leak came from the syringe plunger. A replacement of syringe plunger was sent to the customer to resolve the issue. The customer observed no further leaks. Service was not needed. The beckman coulter internal identifier is (B)(4).

Event description:
The customer stated getting suppressed cartridge chemistry (cc) results and troubleshooting with beckman customer technical support (cts) could not determine the cause at that time. Upon following up by cts, the customer discovered a reagent syringe leak from the syringe plunger on their unicel dxc 800 pro synchron system. The leak identified was drops of clear fluid and contained to the instrument. The operator wore gloves, eye protection and lab coat while operating the instrument. There was no injury or exposure. No erroneous results were generated.